Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testin could be performed as the instrument was returned empty. However, it was noted that the instrument was received with damage to the jaws and the feed bar. No conclusion could be reached as to how the damage to the instrument occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy it was reported by the affiliate that the clips dropped from the jaw. The clip did not fall into the pt . There was no consequence to the pt.